Event description:
Event description boston scientific received information that a patient with complete heart block and this implantable cardioverter defibrillator (ICD) fell down and couldn't get up. Upon interrogation, there was a nonsustained episode with a 4 second pause due to noise on the rate/sense and shock channels. There were no other episodes and the noise could not be reproduced. All lead measurements were normal. The patient reported feeding his cats at the time of the episode. Subsequently, the device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). At the time of implant, this left ventricular pacing lead could not be placed in the patient's anatomy. ,